Manufacturer narrative:
No patient information was provided. The date of event is estimated because it was not provided. No information was provided in regards to the catalog number and serial number, therefore device manufacturing date could not be determined. The device has not been returned to the manufacturer. The product has been identified as an affected product in an ongoing class ii recall; therefore, no further evaluation is necessary.

Event description:
Patient was numb, however was still able to feel the heat from the tip.